Event description:
Customer reported unit would not power up. Ups power was cycled and unit powered up. Patient reportedly died following procedure. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.